Event description:
It was reported that customer's insulin pump gave an unknown alarm. When customer went to reset the device, it had a frozen display when counting the grades during the reset. Changing the battery did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. His blood gluose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.